Event description:
It was reported the customer was experiencing low blood glucose. Customer's blood glucose was 50 mg/dl. The customer also stated their sensor did not alarm them of their low blood glucose. It was found the customer had their sensor glucose alerts off. Customer also declined to troubleshoot for their low blood glucose. Customer's blood glucose was 72 mg/dl at the end of the call. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.